Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the black sheath cover was loose from the shaft. It was also noted that the distal tip of the protective black sheath was malformed/damaged. Another device was used to complete the procedure. There was no patient injury.